Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use backup pump as alternate insulin therapy.